Event description:
On (B)(6), 2002, this pt underwent repair of an abdominal aortic aneurysm with two gore excluder bifurcated endoprosthesis. Trunk-ipsilateral leg component and contralateral leg component. On an unk date, a follow-up CT scan identified aneurysm enlargement with no evidence of endoleak. On (B)(6), 2010, an additional procedure occurred to treat the aneurysm enlargement due to endotension. The original gore excluder bifurcated endoprostheses were relined with a gore excluder aaa endoprosthesis aortic extender component and contralateral leg component. The pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices used during the initial implant procedure were the original gore excluder bifurcated endoprostheses.